Event description:
Rptr alleged the blood glucose device advantage sys did not report the glucose values in the conventional unit of measure (mg/dl) however reported the readings in mmol/l. The location of the alleged incident was not provided. As a result, no actions taken or treatment rec'd. A request was made for the return of the suspect prod and replacement product was sent.